Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the patient goes to charge the implant it says 50% or 75% but it stays that way every time they check to see how charged or if they needs to charge the stimulator. Normally twice a week they charges to 100% and it drops down to 75% or 50% the next day or two. Patient missed a week and went in to check and it was at 25% with an error message. Sometimes it will go up to 100%, but it always drops to 75 or 50%. This time they charged it to 100% after missing a week, and it already dropped to 50% before the next day. Patient said, they can feel their body and her symptoms coming back. The issue started about a month ago. Patient has had a couple falls. The device is moving in the pocket. It is loose and wiggling around in their chest above their right breast. Even if they roll over or moves a different way the thing is shifting around. Patient had a fall about 6 weeks ago. Her physical symptoms are getting worse. The patient was redirected to their healthcare provider to further address the issue. Patient said they have an appointment with her doctor at the end of the month. Patient has had a couple MRI's. Patient was wondering if the stimulator not holding the charge had to do with the falls or with having MRI's.